Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve dislodged. Repositioning of the valve with a snare was unsuccessful and the valve remained at a low depth. A second valve was attempted to be implanted valve-in-valve however it was unable to deploy the valve at an optimal depth. The valve was unstable and before final release dislodged up or down in the same position as the first valve deep in the ventricle. The patient was sent into surgery and the first valve was surgically removed. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6 - method, results and conclusion codes conclusion: images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: intra procedural angiographic images were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. The valve was deployed to 80% and depth assessment was performed and noted to be 4-5 millimeter (mm) at the non-coronary cusp (ncc) and 9-10mm at the left coronary cusp (lcc). Medtronic recommends a target depth of 3mm. Recapture is recommended if depth <(><<)>1mm or >5mm. In this case, and per medtronic best practices, a recapture was warranted. The valve was not recaptured which led to valve dislodgement towards the left ventricle. The evolut waist is seen to be at the level of the annulus. The dislodgement caused significant aortic insufficiency. A second evolut was attempted to deployed with suboptimal positioning, either too low or too high. Due to the positioning challenges, the second valve deployment was aborted. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Per the image review, the dislodgement was the result of deep positioning. It was noted that per medtronic best practices, a recapture was warranted. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: product ID envpro-16 lot 0011487612 use by date 2024-11-02 UDI (B)(4). Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with a valve loaded within the capsule. Visual analysis showed the handle appeared intact. The device was received with the capsule partially opened. There was a kink to the capsule. On retraction of the capsule via the rotation of the deployment knob, the valve deployed with significant resistance noted. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. There was damage observed on the threading of the screw gear. Delamination was observed over the nitinol reinforcing frame along the distal section to the proximal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. The reported event for dislodgement could not be confirmed in the analysis. Conclusion: deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient. The subject dcs was returned to medtronic for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. A kink was observed on the capsule; however, the description of the event does not indicate that this occurred during the reported issue. The kink may have been a result of recapturing the valve more than the recommended three times. On retraction of the capsule via the rotation of the deployment knob, the valve deployed with significant resistance noted. The resistance noted during deployment may be a result of dried blood present on the valve, and after deployment of the valve, no resistance was noted when advancing and retracting the v alve. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve dislodged. Repositioning of the valve with a snare was unsuccessful and the valve remained at a low depth. A second valve was attempted to be implanted valve-in-valve however it was unable to deploy the valve at an optimal depth. The valve was unstable and before final release dislodged up or down in the same position as the first valve deep in the ventricle. The patient was sent into surgery and the first valve was surgically removed. A surgical valve was implanted. No additional adverse patient effects were reported. Additional information was received that the second valve was attempted to be deployed four times. No pre or post balloon aortic valvuloplasty (bav) was performed.